Manufacturer narrative:
Product complaint # (B)(4). Added lot number (9384831) provided as additional information. Updated awareness date to june 1, 2022. Created a to do task to coding team to recapture (B)(4). Dmf# - (B)(4); trade name gentamicin sulphate; active ingredient(s) gentamicin sulphate; dosage form ¿ powder; strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the depuy cement implanted in patient expired. Doe: (B)(6) 2022.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot ==> a manufacturing record evaluation (nc search) was performed for the finished device 545050501, and lot 9384831, no non-conformances / manufacturing irregularities related to the malfunction were identified.

Manufacturer narrative:
This product was previously reported as an unknown bone cement under mrn: 1818910-2022-03918. Additional information was received with product code indicating this is a combination product. Therefore, the updated product code as well as any additional information received will now be reported under this mrn.